Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire had its coil wire fractured and elongated for approximately 360mm from the proximal solder set at 190mm from the wire tip. Its core wire was found fractured at approximately 120mm from the proximal solder. Observation by digital microscope and scanning electron microscope (sem) was performed. It found that the fracture surface of the core wire was uneven in a staircase pattern with multiple longitudinal splits; it suggested that the core wire fracture was attributed to repeated bending stress. The fracture surface of the coil wire was relatively flat, inferring the coil wire fracture was due to twisting stress that generated as coils became straightened when the guide wire was pulled out of the anatomy. Measurement of the length of the returned guide wire revealed that approximately 70mm of the core wire (including the inner coil wire and twist wire that composed the distal segment of the core) and approximately 160mm of the coils were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that bending stress exceeding the product's design limit was locally applied with wire or catheter manipulation due to anatomical condition; the excess bending stress led the core wire to fracture. The coil wire was assumed to be elongated and eventually fractured due to pulling stress generated during wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a pci to treat a moderately calcified cto in the rca #2. A guide wire was advanced antegradely, however, failed to cross the lesion. Retrograde approach was then taken to deliver the asahi guide wire via the septal channel. It was advanced to the rca #3 followed by an asahi catheter. The catheter could not go thought the ostium of the septal channel. The catheter was exchanged to a new one; however, the new catheter could not be delivered either. Due to prolonged procedural time, the physician determined to terminate the pci and attempted to remove the guide wire. The guide wire was caught by the collateral channel and could not be removed. A microcatheter was delivered in attempts to release the trapped guide wire; however, delivery failed. When the guide wire was forcefully removed, its distal segment became separated. The physician decided to leave the separated tip in situ and terminated the pci. The physician commented that the collateral channel had crank-shaped sharp bends and the guide wire was possibly caught by that bent. The patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.